Event description:
It was reported that 3 ext set w/macrobore 2vps y-conn were clogged/blocked/occluded. The following information was provided by the initial reporter: product name, ext set macbor 6in. Description of problem unable to flush the ports on three of the extension set ports lot # / serial # (B)(6). There has been a handful of this product that hasn¿t been flushing well, but not all have been saved (nurse threw it away and got a new one).

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 08/25/2020. Investigation conclusion: the customer reported that the nurse was unable to flush three of the ports on the extension set. Received were two used extension sets model 20159e with three packages lots 20056457. The sets were visually inspected for kinks, holes/tears in the tubing, or damages to the components. No issues were observed. Functional testing was performed on one of the as-received sets by attempting to flush one of its two smartsite ports using a fluid filled lab syringe. The fluid was observed to flow through and exit as expected. This was repeated on the other smartsite port which the fluid was also observed to flow through and exit as expected. No issue was observed. The testing was repeated on the other set sample's smartsite ports. The fluid was also observed to flow through and exit as expected. No issue was observed. Both extension set's smartsite female luers ends were measured to be within iso specification. Equipment used (testing performed on 22sep2020): female go/no go gauge/eq08248/calibration due date 14sep2021. The device history record for model 20159e lot 20056457 shows the set was manufactured on 29may2020 with a total of (B)(4). There were no quality notifications issued during the production build of this set. The customer's report of unable to flush the ports on the extension sets was not confirmed. The root cause was not identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 ext set w/macrobore 2vps y-conn were clogged/blocked/occluded. The following information was provided by the initial reporter: product name ext set macbor 6in. Description of problem: unable to flush the ports on three of the extension set ports lot # / serial # (B)(4). There has been a handful of this product that hasn't been flushing well, but not all have been saved (nurse threw it away and got a new one).